Manufacturer narrative:
H.6. Investigation summary: one 3ml syringe with needle attached in an opened blister pack from batch 9148649 (p/n 305060) was received and evaluated. After the hub was removed from the syringe, it was observed there was brown foreign matter in the fluid path on the tip of the syringe. The foreign matter appeared to be grease and was larger than level 2 in size, which was rejectable per product specification. Fourier transform infrared spectroscopy (ftir) analysis was completed on the dark material observed in the barrel tip of the syringe. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely a combination of grease from the manufacturing line and silicone. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the material handling process. No corrective actions are necessary based on the defective rate identified. Batch 9148649 is considered in compliance with our product specification requirements. H3 other text : see section h.10.

Event description:
It was reported that the syringe 3ml ll w/ndl 18x1-1/2 blunt fill experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no.: 305060 batch no.: 9148649. Nurse observed a foreign substance in the syringe upon opening the package.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll w/ndl 18x1-1/2 blunt fill experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no.: 305060, batch no.: 9148649. Nurse observed a foreign substance in the syringe upon opening the package.